Event description:
The complainant reported that the clinicians were performing a therapeutic radiofrequency ablation (rfa) on a male pt (age unk). Four pads were attached as followed by dfu. The ablation was performed using 4 electrode pads and leveene needle electrode. Pt pain was controlled with pentazocine during the procedure. The size of the hcc tumor was approx just under 4.0cm. The first ablation was performed at the distal lesion, starting at 50 ohms and 80 watts with a maximum of 190 watts for 19 mins and 30 secs. The second ablation was performed at the proximal lesion, starting at 45 ohms and 80 watts, for a maximum of 24 mins and 20 secs. The pt was reported to have felt some pain at the high power output. Subsequent to the procedure burns were noted to be located at the left inside and outside femoral and the right outside femoral. The pt was then scheduled for dermal graft to repair the burns. There was no indication of any further adverse affect on the pt as a result of the reported problem.

Manufacturer narrative:
Unk/no info available from user facility. D4 - no lot # was available for this device, consequently, the exp date of the device is unk. No lot# of this device was available, consequently, the MFR date of the device is unk. The complainant reported that the device will not be returned for eval; therefore, a failure analysis is not available and we are unable to determine if the device met specs. The may 2007 15-mo radiofrequency ablation generator complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. In addition, the may 2007 15-mo radiofrequency ablation accessories complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. The directions for use for this device warns the user on page 6, and paragraphs 1 through 3 state, "surveillance of the dispersive electrodes is essential for safety, especially for lengthy ablations. This should occur at the beginning of the ablation, to prevent burns by early detection of a misapplied electrode. Surveillance is also important during ablation to detect a pad for which the interface quality is compromised, such as in peeling and tenting. To aid detection of poorly adhered or improperly placed return pads, the generator has been equipped with the pad current monitoring feature. Each of the four return pads is monitored for current flow. Current exceeding 0.8 amp results in an error message indicating the high current pad (p1,p2,p3, or p4) and halts the generator. Pad guard reduces the likelihood of skin burn, but does not eliminate it completely. One should monitor both the pad contact and skin conditions periodically throughout the procedure."